Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown plates: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j employee. A manufacturing record evaluation cannot be performed due to lot number being unknown. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that unk - plates: trauma was assembled to the screw. However, the evidence provided is not enough to confirm the complaint condition, the physical device is needed to perform a functional test. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for unk - plates: trauma. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on unknown date about 30 years ago, the patient underwent the primary surgery with the dhs. On (B)(6) 2022, a total hip arthroplasty was performed. After removing the locking screws, the surgeon tried to remove the lag screw with the extraction instruments. However, the lag screw did not rotate, and the surgeon rotated the entire plate and removed the lag screw. The revision surgery was completed successfully without any surgical delay. The reason of the revision surgery is unknown. The patient outcome was reported to be stable. No further information is available. This report involves one unk - plates: trauma. This is report 2 of 2 for (B)(4).